Event description:
Same case as MDR 6000093-2005-00469 and MDR 6000093-2005-00470. Target lesion 1 (6 mm long) was identified in the 1st diagonal with 60% stenosis and a 2.7 mm reference vessel diameter. Target lesion 1 was treated with double wiring and placement of a 2.75 x 16 mm taxus stent, reducing stenosis to 0%. Target lesion 2 (10 mm long) was identified in the mid left anterior descendingt artyer (lad) with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with placement of a 3 x 20 mm taxus stent, reducing stenosis to 0%. The pt complained of significant chest pain during the procedure. Angiography was performed after intraocoronary administration of cardene and nitroglycerin. Further angiography revealed no obvious dissection in the left main however there was an area of haziness in the proximal lad that could have represented a dissection. It was therefore decided to stent this area. Target leison 3 (10 mm long) was identified in the prox lad with 60% stenosis and a 3.2 mm reference vessel diameter. Target lesion 3 was treated with placementof a 3 x 20 mm taxus stent reducing stenosis to 0%. This stent and the initially placed stent were then post-dilated. The prox lad and mid lad stents were placed in an overlapping fashion. Per the cath report angiography at this time revealed an excelled result. The pt continued to have chest pain and was referred for a CT scan of the chest to rule out pulmonary embolism or aortic dissection. The CT scan of the chest revealed no evidence of pulmonary embolism or aortic dissection. The pt was diagnosed with a non-st elevation mi. Peak troponin was 5.97 ng/ml and peak ck-mb was 50.1 ng/ml. The pt also developed a hematoma at right femoral cath site which was treated with fem-stop. A right femoral ultrasound four days later showed a large hematoma without pseudoaneurysm or fistula. Pt improved and was discharged the next day on plavix and asa. In the opinion of the physician there was an unknown relationship to the taxus stent and target vessel.